Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the manufacturing representative (rep) tried to open the gantry door in the lift in bern, the door went only up for about 2 cm and then heard clack, clack. To transport in the lift, they could support the door up movement with human power, so they were able to open it and transport it on the 3rd floor. The door could not be opened anymore, as it was found that the rod coming out of the door winch motor was bend and did not rotate circularly. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000085, h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.